Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon was doing the procedure and the non bladed trocar seal was dry and cracked, then it tore (511h). There was no consequence to the pt.